Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that after cardiopulmonary bypass, it was discovered that the oxygenator was full of clots. No known impact or consequence to patient. Product was not changed out as discovery of event occurred after completion of the surgery. Surgery was completed successfully.